Event description:
It was reported that intraocular lens (iol) was explanted. Additionally, it was noted that patient was not happy with lens results, so lens was removed. A replacement lens was placed successfully. Replacement lens is of the same model but different diopter (zcb00 diopter 16.0), serial number (B)(4). No patient complications were reported and no suture was used. Information on incision enlargement, vitrectomy and patient outcome was requested however information was not provided. No further information has been provided.

Manufacturer narrative:
The intraocular lens sample was returned to the manufacturer and inspected at 10x microscope magnification. Visual inspection revealed that the lens was received cut, had surface particles, scratches and what appeared to be viscoelastic residue. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Diopter measurement could not be performed due to the received cut condition of the received lens. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information: returned sample was received to manufacturer. Have been updated to reflect this information. Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.